Manufacturer narrative:
The beckman coulter field service engineer (fse) replaced the reagent probe a tubing assembly to resolve the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported reagent probe a tubing cracked and leaked on their unicel dxc 800 pro synchron system. The leaked fluid was contained to the instrument. The customer caught and used paper towels to dry it up. The operator wore gloves and a lab coat while operating the instrument. No one was injured or needed medical attention. No erroneous results were generated.